Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic and non-dependent patient presented to the hospital for unrelated reason. Upon interrogation it was noted that during telemetry the device exhibited lack of ventricular output for a single beat. Crosstalk was suspected to be the possible cause leading to pacing inhibition. Programming changes were made but the issue was not resolved. No further changes were made. The patient was stable and will continue to be monitored.